Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to fifth of five speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal banding procedure performed on (B)(6) 2022. During the procedure, the bands were intentionally deployed; however, when the handle was rotated, the bands could not be deployed. Once the suctioning of the tissue was stopped, the bands just deployed off in the esophagus. A second speedband superview super 7 was used and tested and outside the patient, but still, the bands would not deploy. Three more speedband superview super 7 were tried; however, the same problem happened. The procedure was completed with a non bsc device. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.